Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were sticking and intermittently responsive. No damage to the keypad or evidence of moisture or corrosion was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: there was no visible damage to the keypad. The up arrow and ok buttons had an intermittent response while the down arrow and contrast buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, the pump booted to the verify screen with a dim pink contrast. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.